Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. The patient was asymptomatic. During the procedure, the rv lead was noted to have severe insulation damage. The rv lead was explanted and replaced. The patient was stable throughout the procedure.